Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had damage on drive support cap. Customer¿s blood glucose was 200 mg/dl. Customer stated that insulin pump was bumped accidentally and had crack on side of lip ring on top of reservoir. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with broken battery tube threads, cracked reservoir tube window and loose drive support disk.